Event description:
The customer reported the system locked up during surgery. The system would not accept any command on the screen or the footswitch. The surgeon completed the surgery manually. No patient injury reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was tested and met all product specifications. A review of complaints for the last 36 months did not indicate any additional reports for this system. There were no samples returned for evaluation and no additional info provided by the affiliate related to the reported event. For the reason, there is insufficient info to replicate or confirm the reported event and the root cause is therefore unk at this time. This report was mailed to FDA on: 09/03/2008.